Event description:
It was reported that during a chronically total occluded right coronary artery procedure, after correct preparation, during inflation of the 1.2 x 12 mm mini trek balloon dilatation catheter, (atmosphere unknown) the balloon ruptured. Another device was used to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.